Event description:
The purchasing agent stated the tubing separated at the filter during administration of chemotherapy. There was a minor chemo spill which was cleaned up without incident. There was no injury to the patient or the staff.